Manufacturer narrative:
Han, h., choi, h., cho, k., <(>&<)> kim, b. (2017). Mechanical thrombectomy with solitaire stent retrieval for acute cardioembolic s troke. Journal of korean neurosurgical society, 60(6), 627-634. Doi.org/10.3340/jkns.2016.0707.003 the solitaire stents have not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic literature review found reports of solitaire failure to revascularize. The purpose of this article was to evaluate the efficacy and result of mechanical thrombectomy with solitaire stent retrieval in the treatment of acute cardioembolic stroke. The authors evaluated 20 patients (10 men, 10 women, mean age of 71 years) who were diagnosed with acute cardioembolic stroke and were treated with solitaire mechanical thrombectomy. Mechanical thrombectomy failure was defined as when cerebral angiography revealed no improvement of tici grade and no measurable clot was extracted after solitaire mechanical thrombectomy. The article states that the failure rate of mechanical thrombectomy with a solitaire stent was 20% (4 of 20 patients): - case 3 ((B)(6), female) had an occlusion in the left internal carotid artery terminus (ica-t). At baseline, the patient had a tici of 0. After mechanical thrombectomy, tici remained at 0. The patient underwent permanent stenting resulting in tici of 3. As of the 24-hour follow-up, the patient's nihss had improved from 23 (baseline) to 7. - case 9 ((B)(6), male) had an occlusion in the basilar artery (ba). At baseline, the patient had a tici of 0. After mechanical thrombectomy, tici was 0. The patient underwent balloon angioplasty resulting in tici of 3. As of the 24-hour follow-up, the patient's nihss remained at 13. - case 13 ((B)(6), male) had an occlusion in the left m1 middle cerebral artery (mca). At baseline, the patient had a tici of 0. After mechanical thrombectomy, tici was 0. The patient did not undergo any additional intervention; tici remained at 0. As of the 24-hour follow-up, the patient's nihss had worsened from 15 (baseline) to 20. Case 20 ((B)(6), female) had an occlusion in the left ica-t. At baseline, the patient had a tici of 0. After mechanical thrombectomy, tici was 0. The patient underwent permanent stenting resulting in tici of 3. As of the 24-hour follow-up, the patient's nihss had improved from 18 (baseline) to 3.